Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00109 and 3005168196-2016-00110. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a neuron max 6f 088 long sheath (neuron max), a penumbra system ace 64 reperfusion catheter (ace 64) and a penumbra system 3max reperfusion catheter (3max). During the procedure, while the neuron max was being advanced in the patient, it became kinked. The physician did not report any resistance and did not apply any force; however, it was indicated that there was tortuous arch access. Due to the neuron max being kinked, the ace 64 and the 3max catheter were both stretched while being retracted through the kinked area of the neuron max. All three devices were removed and the procedure was completed using a new neuron max, a new ace 64 and a new 3max catheter. There was no report of an adverse effect to the patient.